Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the display was losing pixels. Customer's blood glucose was 193 mg/dl. Device had a partial display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to bleeding lcd glass. The insulin pump passed idle current test, run current test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.